Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the usb cable was frayed. Replacement cable was sent to the customer. The customer¿s blood glucose was 190 mg/dl. The customer continued to use the pump for insulin therapy.